Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2022-00834, 3006705815-2022-00835. It was reported that the patient experienced discomfort at the ipg site and ineffective therapy. As a result, the patient underwent surgical intervention wherein the patient's scs system was explanted to address the issue.